Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and therefore all the buttons do not react on pressure. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Even therefore moisture may enter the insulin pump and destroy the pump electronics. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Pt reported the up button on the infusion device is damaged. The soft components are used up. Initial findings are one key is flat pressed. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.